Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12654. It was reported that the patient presented in-clinic. Upon investigation, it was found the right ventricular lead and right atrial lead were dislodged. The physician noted the patient has twiddler syndrome. The dislodged leads were explanted on (B)(6) 2019. The patient was unaware of the dislodged leads and did not have any adverse events.

Manufacturer narrative:
Analysis was normal. No anomalies were found.